Event description:
It was reported that the patient felt dizzy and tired. An interrogtion of the patient's device noted undefined resistance measurements, no capture and sensing difficulty on the right ventricular lead. It was also reported that the lead was dislodged. The lead was capped and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.